Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment was able to confirm the type 3a endoleak with complete component separation. Additionally the clinical assessment identified the patient had a rupture prior to the initial implant which possibly contributed to the pulmonary edema and extended hospitalization following the initial repair procedure. The most likely cause of the type 3a endoleak with component separation is unknown, however it is likely the tortuous aortic anatomy and subsequent remodeling contributed to this event. The most likely cause of the complete component separation was also unknown, but it was likely that the non contrasted surveillance contributed to this event (cautionary product use condition). The devices remain implanted in the patient and were not available for further review. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The physician completed a secondary procedure on (B)(6) 2017. The physician elected to implant an additional bifurcated stent and a suprarenal aortic extension to seal the endoleak. Correction, after completing a lot history review it was identified the implanted stent was an intuitrak bifurcated stent and not an afx bifurcated device.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3a endoleak with component separation. The patient is scheduled for a secondary procedure. The patient is reported to be asymptomatic and in stable condition. There have been no additional adverse events reported for this patient.